Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. No changes were made. The patient had an av node ablation procedure done. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.